Manufacturer narrative:
(B)(4). Other - the customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer ordered replacement parts and will complete repair of the suspect device. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault and ventilator inoperable alarm. The issue occurred during patient use; the customer reported the patient was manually ventilated and the ventilator was removed. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was confirmed but unable to be duplicated in a laboratory setting. The ventilator inoperable and motor fault alarm conditions were both associated with a power up. This issue will be internally investigated within vyaire.